Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection of the video revealed clamps in the closed position (slide and roller clamp), two kinked tubes touching the walls at the tail end, and backflow of blood. The reported condition was verified. The cause of the condition could not be determined; however, it may be a result of pressure variations within the intravenous system due to venous pressure. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was blood return during patient use of a clearlink solution administration set. This was observed even when the clamp was open or there was no solution dripping. The solution bag was positioned above the catheter insertion point to ensure proper gravitational flow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.